Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported she does not believe the infusion device is delivering insulin correctly. On (B)(6) 2011, pt woke in the middle of the night and blood glucose was 20 mmol/l (360 mg/dl). She delivered a bolus of 3 units and went back to sleep. At 7:00 a.m., her blood glucose was still in the range of 20 mmol/l (360 mg/dl) and she delivered a bolus of 1 unit. An e4 occlusion occurred on the infusion device, and she changed the infusion set at 7:15 a.m. Pt delivered an add'l 4.5 units at 7:30 a.m., 2.5 units at 8:00 a.m., 5.5 units at 11:00 a.m., 7 units at 12:45 p.m., and 3.5 units at 1:30 p.m. Blood glucose eventually decreased later that day. Pt reported, the infusion device did not give an e4 occlusion alarm when it should have. Infusion device was replaced and requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. Add'l details were not provided.